Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that a dark (black) fibre was observed inside the syringe during 100% visual inspection. Verbatim: we have identified an incident in which a dark (black) fiber was observed inside the syringe during 100% visual inspection. Unfortunately, we are unable to send the sample to your facility for evaluation, as all such samples are submitted to our third-party laboratory for particulate characterization. However, multiple photographs of the observed particulate have been included in the attached report for your review. This appears to be similar to a previously reported issue under the following references for comparison: reference number: external reference number: please investigate this new incident and provide details of the corrective actions implemented to prevent recurrence.